Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the wound at the patient's pocket site was not healing well. The physician decided to relocate the pocket. The patient recovered without sequelae.